Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized twice for high blood glucose. The first hospitalization was due to a blood glucose of 192 mg/dl. The customer was released but then hospitalizations for a second time later that same night for a high blood glucose of 402 mg/dl. The patient experienced extreme dehydration, constant vomiting, abdominal pain, and extreme nausea. The customer was currently in the hospital. No further details were provided, and no products were returned or replaced.